Manufacturer narrative:
The product was returned and is pending the completion of the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment a new pod was applied and a correction was performed.

Manufacturer narrative:
The returned device was evaluated and no kinks or damages were found along the soft cannula during investigation. Fluid was observed passing through the fluid path successfully. Download data showed the device executed an 0x10 alarm indicating a reset caused by sawcop expiration. Investigation found no damages or defects that would cause the device to fail to deliver insulin or for the sawcop to expire. Cause of the alarm could not be conclusively determined.